Event description:
Customer reported low blood glucose symptoms with blood glucose result of 47 mg/dl obtained on the aviva system. Customer was able to self treat, however, symptoms did not improve, and paramedics were called. Customer reportedly received result of 67 mg/dl on the aviva system and result in the 30's (mg/dl) on paramedic's device within 10 minutes. Paramedics treated the customer with oral glucose, but returned 30 minutes later after customer reported low blood sugar symptoms, and treated her with dextrose IV; symptoms improved. Requested return of suspect device and replacement was sent.